Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's wife complained of error messages and discrepant results on coaguchek xs meter (B)(4). The wife tested the customer at 9:04 a.m. With a result of 3.7 inr. The customer was tested again on a different finger at 9:10 a.m. And the result was 2.7 inr. The customer's therapeutic range is 2.0 ¿ 2.5 inr. It was noted that the customer's wife was squeezing the customer's finger a lot near the puncture site. No treatment was required. No adverse event occurred. The customer is not taking any direct thrombin inhibitors. The customer does not have lupus or antiphospholipid antibodies. The customer is not taking any new medication, has not been ill recently, has not had any diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The customer returned the meter and test strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.8 inr. Donor 1 hct: 47%. Donor 2 hct: 38%. Donor 1: retention meter with master lot strips: 2.4 inr. Customer meter with customer strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.8 inr. Customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 266836) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.